Event description:
The customer reported that an induvial sustained a cut on her right thumb when a control rack tipped over while operating the alinity I processing module. It was reported that the rack was not intact and that there was a sharp edge on the damaged rack. A small part was broken off before accident happened. As the rack fell, control material spilled and came into contact with the cut on the right thumb. The cut was immediately cleaned with soap and water and disinfected. The individual went to see a physician. The cut was not actively bleeding, and no stitches were required. The individual had their blood drawn. It was reported that the individual did not require any further care. At the time of the event, the individual was a female who was wearing a lab coat but was not wearing gloves or protective eyewear. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No gloves were per product labeling was in use at the time of the incident. No trends or similar issues for injury/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist including the wearing of personal protective equipment (ppe). Based on the investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that an induvial sustained a cut on her right thumb when a control rack tipped over while operating the alinity I processing module. It was reported that the rack was not intact and that there was a sharp edge on the damaged rack. A small part was broken off before accident happened. As the rack fell, control material spilled and came into contact with the cut on the right thumb. The cut was immediately cleaned with soap and water and disinfected. The individual went to see a physician. The cut was not actively bleeding, and no stitches were required. The individual had their blood drawn. It was reported that the individual did not require any further care. At the time of the event, the individual was a female who was wearing a lab coat but was not wearing gloves or protective eyewear. There was no further impact to patient management or user safety reported.